Event description:
It was reported by the patient prior to his discharge from the hospital, that following a heart catheterization, an angio-seal was deployed. According to the patient, approximately 24 hours later, the angio-seal let loose, bleeding occurred, and a pseudoaneurysm developed. The patient was stabilized and transferred to ICU. The patient reported that this was his fourth heart catheterization procedure in 5 years and that he had received a perclose device in the past. Additional information from the physician revealed that a 6f angio-seal vip was placed in the right femoral arteriotomy following a left heart catheterization with no complications. The patient was stated to have been using the toilet the next day, mid morning, when a hematoma developed with pain in the groin. The patient returned to the hospital where a pseudoaneurysm was diagnosed and he was given a blood transfusion and a thrombin injection to treat the pseudoaneurysm. The physician stated that the patient has had a previous heart catheterization that had been sealed with a perclose device and that there was more scar tissue than normal. The patient did not require surgical intervention and recuperated well.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.